Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of supplies, stopped using the ilet, and experienced hyperglycemia while off the system; assistance was provided to complete the load process, which was successful. Symptoms included elevated blood glucose with a reported highest value of 253 mg/dl. Outcomes included the use of backup therapy and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms and no device malfunction, and the device resumed function after the load process. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to therapy interruption from lack of supplies.